Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet on the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed; leak testing and clamp function testing identified a leak with the twist clamp closed. The reported condition was verified. The cause of the leak was due to the broken occlude feet. The cause of the damage could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.